Event description:
N/a.

Manufacturer narrative:
Device identifier#: (B)(4). The device was returned for evaluation. Device history record reviewed with no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. Sampling plan reviewed and is acceptable. Device is 100% tested prior to final acceptance. The returned unit did not meet all specific functional test. The index knob and locking mechanism were not functioning properly. The device has no record of annual preventative maintenance and full preventative maintenance it is recommended using parts as per estimate . The device tested and adjusted to manufacturers specifications. The complaint is likely caused by wear and tear over time / improper handling. The definite root cause cannot be reliably determined.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report no.: 3004608878-2019-01052.

Event description:
This is 2 of 2 reports. An integra quality coordinator reported on behalf of the customer that the on two instances during surgery, there was a slight slip arising potentially from the a3101 mayfield 2 series base unit standard during a cervical case on (B)(6) 2019. The a3059 mayfield composite series skull clamp was used along with the base unit. The device was in contact with the patient with no patient injury reported. There was a 10 minute delay in surgery. No medical intervention was required. Additional information received on 30sept2019 and 02oct2019 indicating that both instances happened on the same patient for the same procedure. The patient was initially pinned in the prone position and stayed in this position all throughout the case. They re-pinned the patient in the same prone position after movement and there was movement noted again.